Event description:
It was reported that an ilet bionic pancreas failed to charge despite troubleshooting guidance, resulting in the device remaining nonfunctional and the patient using backup therapy while a replacement charger was sent. Customer care provided support that included remote troubleshooting and logistical action to provide a replacement charger. Investigation of this case revealed a suspected charger or power-related malfunction preventing battery charging. No adverse clinical symptoms during the event reported. Outcomes included temporary interruption of normal device use and reliance on alternative therapy without health impact. It was concluded, based on previously established findings for similar reports, that the cause was likely an equipment malfunction related to the charging accessories or power interface.